Event description:
It was reported that the ventilator had an error code indicating machine pressure sensor auto zero failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer verified the error code in the ventilator diagnostic logs. The service provider (sp) inspected the device and replaced the gas delivery system (gds) to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
A gas delivery system was returned for analysis. Visual inspection of the component revealed no anomalies. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Information was received that the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided.